Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Event description:
Customer reported via phone call to have received a no delivery alarm during bolus. Customer woke up with glucose was 340 mg/dl after going to bed with blood glucose of 66 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit. Customer used plunger and reconnected set and insulin did not exit. Customer would be replacing infusion set. Customer declined further troubleshooting as he knew reason for high and low blood glucose.